Manufacturer narrative:
Result: fowler motor. Clutch assembly.

Event description:
It was reported by service report that the fowler drifted down when weight was applied. No pt involvement or adverse consequences were reported.